Event description:
It was reported that during the implant attempt, no appropriate vessel in the patient could be found for the left ventricular lead. The lead was removed and it is unknown if the lead was replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).